Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that medication quantity discrepancy. A technical support specialist (tss) confirmed that issue occurred because the server information was accessed before the station transaction and was not saved until after the transaction completed. It was likely triggered by updates to par or refill quantity, or any change made in med inventory, manage inventory, even if the record was unchanged. Later, tss confirmed that incident appeared to be caused by a temporary out of synchronization condition or connectivity delay occurred. The system was functioning normally afterward, and no further issues were observed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a medication quantity discrepancy. Nurse observed a discrepancy in quantity of medication vials, an inquiry had been made regarding the possibility of data loss due to server upgrades, windows updates, or firmware updates that might have caused a gap in data transmission or resulted in information not being recorded. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a medication quantity discrepancy. Nurse observed a discrepancy in quantity of medication vials, an inquiry had been made regarding the possibility of data loss due to server upgrades, windows updates, or firmware updates that might have caused a gap in data transmission or resulted in information not being recorded. There were no delay or adverse events or injuries reported based on this event.